Event description:
It was reported that following completion of the procedure with nrg transseptal needle and transfer of the patient from the operating room, the patient initially appeared stable, however, after a few hours, the patient developed hypotension. An echo was performed which revealed the presence of a pericardial effusion, prompt intervention was carried out and pericardial drainage was successfully performed. After appropriate management, the patient was recovered, remained clinically stable and was subsequently discharged in good condition.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information regarding the product return status. If there is any further relevant information obtained, a supplemental medwatch will be filed.